Event description:
It was reported that during an implant attempt of the implantable pacing lead "tested parameters were not ideal - high threshold or bad sensing, it couldn¿t get an ideal parameter." Another lead was used and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to flattening. Visual summary analysis of the lead indicated damage at implant. All electrical testing was within specified parameters.